Event description:
Gas analyzer from anesthesia gas module (agilent) kept going into "analyzer stand by". Unable to duplicate problem after machine was shut down. While pt was connected to machine, unable to view end tidal co2, end tidal agent and nibp. Pt became hypotensive; brought out of anesthesia and transferred safely to post anesthesia recovery unit. Discharged to home the next day. This incident occurred on the second day that this brand new piece of equipment was in svc.